Manufacturer narrative:
H10: manufacturing review: as the lot number for the device was not provided, a review of the device history records could not be performed. Investigation summary: the stent was not returned for evaluation. The clinical article contained x-ray images of the placed stent at the time the stent fracture was identified. The first two images are showing the area of the knee with a stent placed in this area. Two black arrows are pointing to the stent segments with the alleged fractures. Even though the resolution of the images is very low, the outline of the stent indicates that the stent is partially fractured in these segments. The other image is showing the same area with contrast media; an aneurysm has formed near the more proximal stent fracture. Three additional x-ray images are showing the area of the knee after placement of a viabahn endoprosthesis and treatment of the aneurysm. Based on the information available, the stent fracture described in the article could be confirmed. However, a potential relation between the aneurysm and the placed stent, as alleged in the article could not be verified. No clear root cause for the reported event could be determined. Labeling review: relevant labeling supplied with this product was reviewed. Potential complications and adverse events which may occur during use of the device were found to be referenced in the instructions for use, e.g., pseudoaneurysm, restenosis, stent fracture, stent kinking/collapse, thrombosis or vessel occlusion. In addition: "cases of fracture have been reported in clinical use of the lifestent vascular stent in lesions that were moderate to severely calcified, proximal or distal to an area of stent overlap and in cases where stents experienced greater than ten percent elongation at deployment. Therefore, care should be taken when deploying the stent as manipulation of the delivery system may, in rare instances, lead to stent elongation and subsequent stent fracture". Direction for use for correct stent deployment was found to be described in the instructions for use. Based on the instructions for use, the lifestent xl vascular stent is indicated for the treatment of atherosclerotic lesions in the superficial femoral artery and popliteal artery. H10: luca garriboli and antonio maria jannello (2013). Fracture of a popliteal nitinol stent: case report and review of the literature. European journal of vascular and endovascular surgery extra. 25(3): e15-e17. Doi: 10.1016/j.ejvsextra.2012.10.003. H11: b3, b5, d1, d4 (medical device catalogue number), h6 (method, result, conclusion). H11: section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported in an article in the "european journal of vascular and endovascular surgery extra" titled "fracture of a popliteal nitinol stent: case report and review of the literature", that sometime post a stent placement in the occluded popliteal artery, the stent was allegedly fractured. It was further reported that the patient allegedly developed with large false pseudoaneurysm on the popliteal artery. Reportedly, the patient was treated with another endoprosthesis stent placement procedure. The current status of the patient is unknown.

Manufacturer narrative:
The catalog number identified in section d4 has not been cleared in the us, but is similar to the lifestent 5f vascular stent products that are cleared in the us. The pro code and 510k number for the lifestent 5f vascular stent products is identified in d2 and g4. H10: as the lot number for the device was not provided, a review of the device history records could not be performed. The device has not been returned to the manufacturer for evaluation. However, images were provided for review. The investigation of the reported event is currently underway. H11: section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported in an article in the journal of "european society for vascular surgery" titled, "fracture of a popliteal nitinol stent: case report and review of the literature", that sometime post lifestent placement procedure in the popliteal artery for occlusion, the stent was allegedly fractured. It was further reported that patient allegedly developed with large false pseudoaneurysm on the popliteal artery. Reportedly, it was treated with viabahn endoprosthesis stent placement procedure. However, the current status of the patient was unknown.